Manufacturer narrative:
Event date: this event was reported to have occurred in (B)(6) 2018. The device was manufactured august 16, 2017 - august 17, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.